Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse tested the iesu and confirmed that there were no product issues. The reported problem was noted to not be related to the da vinci system malfunction. Although it was noted that the mattress cover modifications and the potential for it to absorb liquid may have caused/contributed to the reported complication, the root cause of burn injury cannot be determined. The system was tested and verified as ready for use. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: at the conclusion of a da vinci-assisted prostatectomy procedure, a burn injury to the skin on the patient's sacrum was identified. It was a 1st-2nd degree burn. The burn injury was 10x20 sm, rectangular, red with blisters. The patient received local skin treatment and wound dressing. The cause of the operative complication is unknown.

Event description:
It was initially reported that at the conclusion of a da vinci-assisted prostatectomy procedure, a burn injury to the skin on the patient's sacrum was identified. Although the burn severity (degree) was unknown, it was noted that the patient did not receive any medical intervention due to the burn injury. The surgeon/site does not believe an intuitive surgical, inc. (Isi) product caused or contributed to the alleged burn injury. The customer reportedly uses single-use dual-blade neutral plates (grounding pads) for coagulation, placing it on left leg from above. On 07-apr-2020, isi followed up with the customer and obtained the following information: the skin integrity of the patient was normal. It was not thin or frail. The patient had no pre-existing skin conditions. It was confirmed to be a burn injury to the patient's sacrum. It was a 1st-2nd degree burn. The burn injury was reported to be "10x20sm, rectangular, red, with blisters. The patient received local skin treatment and wound dressing. The surgeon believed that the burn injury was due to ¿not proper isolation of the operating table.¿ the grounding pad was correctly placed on the patient's left leg. It was inspected before and after the surgical procedure. No issues were noticed. No issue was observed with the integrated electrosurgical generator unit (iesu). The mattress cover of the maquet table was modified with large stitches which can absorb liquid.